Manufacturer narrative:
The customer called olympus technical assistance support (tac). The customer followed all troubleshooting steps regarding this error which included cleaning the gold contacts on their scopes and clearing out the scope socket with compressed air. The customer will send the unit for repair. Tac transferred the call to the repair center for further assistance. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source had an error notification b30 during inspection for use. There were no reports of patient involvement.